Manufacturer narrative:
Initial

Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) disconnection while using the ilet system, after which the agent instructed the user to toggle settings and restart the ilet, then allow time for the sensor to pair; the user understood and reported that blood glucose levels were unaffected. No adverse clinical symptoms reported. Outcomes included no impact on health status and no hospitalization. User support included remote troubleshooting and user education on sensor pairing and device restart. Investigation of this case revealed a cgm not paired condition consistent with signal loss, with no responsible device identified, and resolution through standard pairing procedures. It was concluded, based on previously established findings for similar reports, that the cause was user-system communication interruption consistent with use-related or environmental factors.